Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks due to noise. A chest x-ray revealed a possible clavicular crush on the right ventricular lead. The lead was explanted and replaced. The patient was stable post procedure.

Event description:
New information noted that low impedance was also observed on the right ventricular lead.